Event description:
It was reported this r-port was placed in 2000 without incident for chemotherapy administration. In 2001, difficulty accessing the port revealed the catheter had separated and migrated to the pulmonary artery. Removal of the port and percutaneous retrieval of the catheter was successful and without pt complications. Another port was not placed as the physician determined it was not needed. The pt's condition is good. This device has just been rec'd by this MFR. Upon completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. Since this port was in place for three months and no difficulty accessing this device was encountered prior to this incident, the co believes initial placement, user technique, during access and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.